Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected. The user reportedly has no hearing with the device. According to the child's carer, in situ measurements changed during the summer of 2019.

Manufacturer narrative:
Additional information : according to the currently available information, damage to the active electrode, as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation at the explanted device is necessary. No information on possible further steps has been received yet.

Event description:
The user's hearing performance with the device is affected. The user reportedly has no hearing with the device. According to the user's former parent the user did not recognise hearing before or after (B)(6) 2019. Parent was to follow-up with the surgeon about either re-implanting the same side or the contra-lateral side. As of information received on (B)(6) 2020 the clinic has not heard from the family in 2 months.